Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted during testing. The insulin pump was monitored and had no audio beep anomaly, constant tone alarm anomaly noted during testing. Analysis was unable to verify low battery alarm due to button keypad anomaly. The insulin pump was received with severely scratched display window, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose. The customer's mother reported that the insulin pump was beeping without an alarm. The customer's mother reported that the buttons were unresponsive. The customer's blood glucose was 251 mg/dl at the time of incident. The customer's blood glucose was 467 mg/dl at the time of call. The customer's mother stated that she treated her high blood glucose with manual injections. The customer's mother put the insulin pump into rest. The customer's mother called back. The customer's mother stated that the insulin pump went back to normal function but had unresponsive buttons. The insulin pump will be returned for analysis.